Event description:
It was reported by dealer that the actuator is moving intermittently on the tdxsp-cg power chair. The dealer who called it in has no additional information, he wasn't the one who went out to service the chair.